Event description:
It was reported that medfusion 4000, not measuring plunger position, gives 'syringe empty ? Stop' alarm immediately during testing -replaced drive train worm gear, worm coupling, motor, and plunger cable. No patient injury reported.

Manufacturer narrative:
The device was returned and visual inspection revealed tamper seal broken and removed, cracked right plunger case, top case dented on front corners. The reported event was duplicated. Replaced position pot and recalibrated. Performed power up process, pm, occlusion test and all functional tests which passed. Root cause was due to customer dropping unit.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: b5, h6, a review of the event history log identified syringe empty - stop.

Event description:
Additional information: the event did not occur during use with a patient. Found during testing.